Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dilator was found damaged when inserting it into the patient. A new dilator from another kit was used instead. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the dilator tip was split and compressed, damage consistent with undue force being applied to the dilator tip. The total length of the dilator body and the dilator tip inner diameter were measured and were found to be within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and compressed, damage consistent with undue force being applied to the dilator tip. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that a dilator was found damaged when inserting it into the patient. A new dilator from another kit was used instead. No patient injury reported.